Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the cage snapped during insertion. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: visual review of the returned implant confirmed a fairly flat portion of the top of the implant has been broken off, with rays emanating from the root of the internal thread, and no damage to the thread. The above observations are consistent with brittle overload.